Manufacturer narrative:
The insulin pump was received with flashing white lcd due to cracked lcd controller on the printed circuit board assembly. Corrosion was also found on the force sensor, motor home switch and severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to flashing white lcd. Unable to verify critical pump error or insulin flow blocked alarm due to flashing white lcd. The insulin pump had scratched casing, minor scratches on the lcd window, scratches on the display window cover, pillowing keypad overlay, cracked select button on keypad overlay and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was submerged in the pool. Customer was swimming for 30 minutes and then the pump started to alarm. Customer received a critical pump error image on the pump screen. Customer stated that yesterday the pump alarmed insulin flow blocked. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan and place the pump in storage mode.